Event description:
It was reported that it was not possible to adjust the stimulation on the patient's implantable neurostimulator. The "call your doctor" icon was displayed on the programmer. A power on reset (por) condition was then encountered. No information was provided related to the patient's symptoms or outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).